Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on the morning on (B)(6) 2020 while reportedly wearing the lifevest. It was reported that the patient was unresponsive and emergency medical services were called. Resuscitation was attempted and the patient was transported to the hospital, where they subsequently passed away. Clinical review of the patient's continuous ECG data shows that the patient was seen in asystole with CPR motion artifact six times between 06:29:07 and 06:52:33. The patient received a non-lifevest defibrillation at 06:41:31 while their rhythm was ventricular tachycardia at 150 bpm with CPR/motion artifact. The patient's post-shock rhythm was asystole. The patient then remained in asystole with CPR/motion artifact until the device was shut down at 06:58:15 on (B)(6). Asystole is a non-treatable rhythm the patient's heart rate being at or below the threshold for treatment delivery and the CPR/motion artifact prevented the lifevest from treating the patient during the event. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.